Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4) (oekg), omsc surmised there was the possibility this phenomenon was attributed to the power switch failure of the subject device. The power switch failure might have be occurred due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. Actually the durability of the power switch improvement for those damages have been already performed. The subject device was manufactured before the improvement. If additional information becomes available, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the power switch of the subject device was problem before procedure while turning on the subject device. The field service engineer of olympus (B)(4) (oekg) checked the subject device at the user facility. It was found the power switch failure of the subject device which might have caused the problem what the user reported. The field service engineer replaced the power switch parts. There was no patient injury associated with this report.